Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with bad screen was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of a bad screen. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the emergency room department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.